Event description:
Boston scientific received information that the lead was explanted due to the physician did not like the way the lead helix extended. A new lead was successfully implanted and no additional adverse patient effects were reported. The lead was returned for testing.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found the cathode coils were fractured at the weld on the terminal pin.

Manufacturer narrative:
Updated conclusion coding. No other information to note.